Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A video showing the product in use was provided for evaluation. The video was visually evaluated, and it is confirmed that the air-in-line alarm is going off with an air bubble present in the line. The reported defect was confirmed. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. An approved project is in place to further address issues related to air in line during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description large air bubble seen in primary line post-air sensor detailed inquiry description air bubble seen in primary pump tubing on patient side: a lvp pump short set connected at post-pump y-site that had infused a large volume intermittent medication. 2 lvp pump method used administer intermittent meds. After medication infused, intermittent pump placed in standby mode, 2nd pump programmed to flush 9ml of fluid from post-pump y-site at same rate as intermittent med to deliver total amount. At some point during the flush infusion, air was seen in primary tubing after the post-pump y-site toward patient. Nurse stopped the infusion and attempted to remove the air bubble before priming a new set with new pumps. Both lvp pumps and pump tubing used taken out of service and sent to biomed. No injury reported.